Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The operating wire was broken at 1730 mm from the handle. An inspection of the broken area of the operating wire revealed the shape of the broken area that was cut mechanically by using a tool. Also, the broken area had the shape of ductile fracture due to tensile load. The coil was cut at 1570 mm from the operating portion. The coil at the grasping portion side stretched. A part of the grasping section was not missing. A strong tensile force might have been applied to the operating wire when the grasping portion remain opened. The opened grasping portion became lodged in the distal end of the endoscope, and the subject device might have been pulled causing a ductile fracture. The insertion portion and the operating wire were severed by using a tool after a ductile fracture occurred. As a result of evaluation, omsc could not confirm the reported event. Omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional, or significant information becomes available at a later time.

Event description:
The part of grasping jaws was damaged and fell inside the patient's body. It was reported that the fragment was taken out of the body under fluoroscopy. The intended procedure was completed with another device. There was no patient injury reported. The following detailed information was provided. The patient was a woman in her 70s. The intended procedure was to retrieve a capsule accidentally swallowed. In the pre-use inspection, there was no abnormality on the device. The user tried to grab the capsule with the device, but the jaws did not close. He operated it several times, but he couldn't close it. He thought about closing the jaws by pulling the device into the endoscope channel. When he pulled the device strongly, the operation wire of the device was cut. He removed the scope once with the part of the device remained inside the body. The end of the wire came out from the mouth of the patient. He inserted the overtube inside the patient's body and took out the fragment together with the overtube from the patient.